Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. Suction regulator parts were recommended for replacement. The exact resolution is unknown.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient involvement.